Event description:
83 yr old male w/ hx of mva, had a #6 shiley trach tube placed by a surgeon on 10/13/97. The nursing staff had problems inserting the inner cannula and with suctioning. This had an indentation when removed. The actual trach tube itself had to be replaced on 10/18/97. Again their was a problem with indentation of the inner cannula. Pts peak airway pressures remain wnl.